Manufacturer narrative:
When the technician investigated the lift, he could not detect any failure with the product. The batteries needed to be replaced, but was not related to the cause of the incident. According to 7en120115 rev. 6 "likorall 242/243/250 instruction guide," hill-rom states before lifting to always ensure that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when transferring a patient, the lift strap unexpectedly lowered 30cm. The lift was located in a patient room at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).